Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces. External abrasion was noted at 32.3 ¿ 32.8 cm from the distal tip proximal to suture sleeve tie impressions breaching the outer insulation and exposing the outer coil, consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.